Event description:
It was reported that approximately thirty one months post xience v stenting procedure in the distal right coronary artery (rca) with one 3.0 x 18, in the proximal rca with one 3.5 x 18 and in the proximal left anterior descending artery (plad) with one 3.5 x 18, the patient was hospitalized with angina. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the plad index target lesion with xience and promus stents. The patient's condition resolved on (B)(6) 2011 and the patient was discharged one day after the procedure. There was no reported patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.